Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests were not performed due to blank display. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer was at his doctor office and the doctor wanted the insulin pump replaced. Customer's blood glucose was 570 mg/dl, treated with manual injection. Customer's blood glucose was high because of his meal. The nurse reported the insulin pump had a blank display. The device was not exposed to moisture. Battery being used was (B)(6). The springs were corroded. Customer was advised to discontinue use and revert to back up plan. No further information reported.